Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A definitive cause for the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntr clip delivery system (cds) (90114u176) was being prepared per the instructions for use (IFU); however, when attempting to load the clip into the clip introducer (ci) the clip was pushed too hard and the ci jumped into the clip, causing the ci to become caught on the grippers. The physician opened the clip and noticed that little bits of the ci were in the grippers; therefore, the clip was not used and was replaced. Two mitraclip¿s (90417u377, 90510u114) were successfully deployed without issues. However, towards the end of the procedure, a mild pericardial effusion was noted. It is unknown which device caused the pericardial effusion. A pericardial drain was inserted to drain the effusion. It was noted that drain will remain attached for the next couple of days. The patient remained stable throughout the entire procedure. Mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.